Event description:
A malfunction was reported with the device, indicated by malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level. The device malfunction code was resettable, and technical support provided assistance in resetting the pump, after which the malfunction did not recur. The customer was informed that they could continue using the pump and advised to contact technical support again if the issue reappeared.